Manufacturer narrative:
H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Corporate provided caps were attached to the returned dialyzer. The fibers were wet, and there was blood present throughout the device. During the visual evaluation, blood was visible within the dialyzer, on the outside of the fibers. Furthermore, a fiber fragment was noted on the non-cavity ID end at approximately 220°, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the fiber fragment was confirmed, and it measured approximately 1.00 inches in length from the potting surface on the non-cavity ID end. An opposing end was not identified. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were two unrelated approved temporary deviation notices (dns) reported on the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The blood leak was internal, and blood was confirmed to be visually observed outside of the dialyzer fibers. The cn stated the blood leak occurred about one hour into the treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. No physical damage was observed on the dialyzer. Following the event, the treatment was paused. The patient¿s blood was not returned, and their estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient continued their treatment with new supplies on a different machine. However, the patient was unable to extend their treatment due to an obligation and therefore did not complete the full treatment. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The blood leak was internal, and blood was confirmed to be visually observed outside of the dialyzer fibers. The cn stated the blood leak occurred about one hour into the treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. No physical damage was observed on the dialyzer. Following the event, the treatment was paused. The patient¿s blood was not returned, and their estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient continued their treatment with new supplies on a different machine. However, the patient was unable to extend their treatment due to an obligation and therefore did not complete the full treatment. The dialyzer was reportedly available to be returned for manufacturer evaluation.